Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - charged coupled device cover lens chipped. - acoustic lens damaged. - bending section rubber glue separated. - insufficient angle. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. According to reviewing the instruction manual at the time of product shipment, the reprocessing methods are described in the following chapters. - chapter 6 compatible reprocessing methods and chemical agents. - chapter 7 cleaning, disinfection and sterilization procedures. - chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cleaning, disinfection, and sterilization process. The automated endoscope reprocessor (aer) used was cantel/medivators with intercept cantel detergent and a rapicide paa/b disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer and the concentration and expiration date of the disinfectant were controlled. The water quality was filtered water and the filter was replaced periodically in accordance with the instructions for use. The device was dried by blowing filtered compressed air and not stored. Olympus is the maintenance company. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the ultrasonic gastrovideoscope total endoscope tested positive for 4 cfu/100 ml of staphylococcus aureus, vibrionaceae, staphylococcus coagulase negative and micrococcaceae. The suction channel tested positive for 8 cfu/100 ml of staphylococcus and vibrionaceae. The air/water channel tested positive for 3 cfu/ml of staphylococcus coagulase negative and biopsy channel tested positive for 3 cfu/100 ml of micrococcaceae and staphylococcus coagulase negative. All channels were sampled. The first sampling was done on (B)(6) 2023 and the result was non-compliant. The device was retested on (B)(6) 2023 and 2nd channel/canal sample, several swabs (3 different swabs per channel with 3 laboratory diagnostic procedures) were performed and tested non-compliant. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and tested positive for (B)(4) colony forming units of micrococcaceae on 08 aug 2023.